Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged compact flash card slot was confirmed. (B)(4) was evaluated by the edc technical services. Visual inspection of the unit revealed a damaged compact flash card slot; a piece of the card reader slot is missing. The system booted up successfully and the unit functioned as intended. However, due to damaged compact flash card slot, the motherboard was replaced, which resolved the issue. Preventative maintenance was performed. The repaired system monitor (B)(4) was forwarded to the customer site. A root cause for the damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on 23nov2015. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 4-¿system monitor¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate system monitor instructions for use informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pin of the cf slot was bent and that data transfer was no longer possible. The investigation revealed that there was pcb damage.